Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 patient experienced no audio output. Patient reported that on (B)(6) 2013 patient had a low bg value of 17 and went unconscious. Patient claimed they did not hear any audio when they hit the low. Patient stated paramedics arrived at patient's house and took patient to the emergency room until patient's bg level was back in the proper range. Patient said he has been a little tired at times but otherwise is feeling fine.